Event description:
Approximately 15 samples with discrepant results. Only the following 2 examples were provided: sample 1: initial ckmb result 1.50 ng/ml. Same sample repeated gave result of 4.96 ng/ml. Sample 2, initial tsh result 0.8 uiu/ml. Same sample repeated gave result of 2.07 uiu/ml. Erroneous results were not reported. The field service representative determined the mixer paddle motor was defective. The instrument was repaired.